Manufacturer narrative:
H6: investigation summary a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. Our quality engineer reviewed the provided photo and observed that the extension tubing had expanded and deformed near the catheter adapter but it could not be determined if the tubing ruptured or not. If the tubing had ruptured it was likely that this caused the reported leakage but without evidence in the provided photo the engineer could not make this determination. There was also no signs of leakage in the provided photo. Therefore, based off the provided photo the engineer was able to verify the reported defect of ballooned tubing but could not verify the reported issue of leakage or ruptured tubing. Unfortunately, without a physical sample available to inspection a definitive root cause could not be determined.

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems with bd maxzero¿ needle-free connector had issues with their tubing ballooning during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nexiva co packaged with max zero. Tubing is ballooning/blowing. This has happened 3 times in CT and they are not clamped! One time 2.0 push contrast omnipaque 350. One time 4.5 mil/sec, and one time with hand flush. One time it blew and saline went all over the room."

Event description:
It was reported that 3 bd nexiva¿ closed IV catheter systems with bd maxzero¿ needle-free connector had issues with their tubing ballooning during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "nexiva co packaged with max zero. Tubing is ballooning/blowing. This has happened 3 times in CT and they are not clamped! One time 2.0 push contrast omnipaque 350. One time 4.5 mil/sec, and one time with hand flush. One time it blew and saline went all over the room."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.